Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The september 2016 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode, "aspiration difficulty - removed." No adverse trend was identified. When the catheter was returned, the valve was visualized microscopically, and the valve disc was confirmed to be slit and centered. A visual inspection of the catheter tubing confirmed the catheter to be "wavy" throughout the length of the tubing, however there were no kinks, compressions or other damage noted, as well as no molding/manufacturing related non-conformances. During the cleaning process, a 10ml syringe was used to infuse the cleaning solution through the valve and through the catheter. Infusion was performed with no difficulties. A guidewire (0.018") was inserted through the lumen of the returned sample without difficulty, confirming patency. The infusion and aspiration pressures were measured on the pasv valve: both were found to meet specification. The catheter tip ID and od were also measured and found to meet specification. The reported complaint could not be confirmed, as the returned device met specification and appeared to function as intended. Possible issues contributing to the infusion and/or aspiration difficulties could be an occlusion of the lumen due to clotting blood (as a result of inadequate flushing). This is supported by the fact that urokinase was administered, which restored function of the lumen and obtained blood withdrawal. The directions for use packaged with the device contain instructions and precautions regarding flushing of the catheter. Angiodynamics manufacturing process controls for the bioflo pasv PICC includes a 100% guidewire insertion test for lumen patency, 100% sprint leak testing, and 100% testing of valves for correct functioning during aspiration and infusion. ((B)(4)).

Manufacturer narrative:
Although it has been stated that the device from the reported event is available, it has not yet been returned to angiodynamics for evaluation. Upon receipt of the sample/completion of the investigation, a supplemental medwatch will be submitted. (B)(4). Device not yet returned to manufacturer.

Event description:
As reported by angiodynamics' distributor in the (B)(4): "PICC sited in left basilic vein under ultrasound guidance on (B)(6) 2016. PICC tip initially located in lower third svc however PICC migrated out and tip position checked as satisfactory and still in svc prior to final treatment. Patient received two- weekly chemotherapy as an outpatient with 46 hour infusion via an elastomeric pump with each cycle. A total of 6 cycles of chemotherapy were given before the PICC was replaced. The chemotherapy pump consistently ran 12 hours late. Blood withdrawal was an issue and often absent possibly there was a little more resistance when flushing than normal. Urokinase 5,000 units as a 24 hour lock was given prior to last two chemotherapy cycles to restore function and obtain blood withdrawal. The PICC was removed and replaced on (B)(6) 2016 and retained for investigation."